Event description:
It was reported by provider that the footplates will not flip down all the way on the m51pr power chair. No property damage or injury alleged. Provider disconnected, no further information provided.